Event description:
It was reported that during a ptca procedure of a totally occluded lad, the tip of the balloon catheter came off the shaft and remained on the wire. The balloon catheter and wire were removed without incident. No patient injuries or complications occurred.